Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized four different times in the last 3 weeks. The customer's blood glucose level was 171 mg/dl at the time of the incident. It was reported that the insulin pump had cracks on the reservoir compartment reservoir that go all the way to the back of the insulin pump. The customer stated that they gave him a glass of milk, and candy. The customer stated that the insulin pump had cracks on the reservoir compartment and the reservoir was not holding the insulin in the reservoir and was leaking out. The customer stated that the insulin pump was over delivering. The customer stated that the reservoir lip ring was damaged, but the reservoir was able to lock in place when inserted into the insulin pump. The customer declined troubleshooting for low blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.